Event description:
It was reported that the power cable to the programmer was loose at the junction of the power cord and the programmer. The programmer was returned for service. No patient involvement was indicated in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that a standoff was wedged in the ac power input socket and this prevented the power cord from fully seating. It was also noted that the programmer powered up with an error.